Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
The pt contacted lifescan alleging that her one touch ultra meter was reading in the incorrect units of measurement. The medical affairs specialist attempted to reach the pt and left a phone message. A letter was also sent to the pt. The pt stated that her physician increased her insulin dosage from nph 52 units in the am and nph 54 units at night to nph 62 units in the am and nph 60 units at night. No information was provided as to the results on which the physician based the insulin increase. The customer care rep confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct units of measurement and the pt did not recently change the units of measurement in the meter change, the case is reported as a product malfunction as the pt did not recently change the units of measurement in the meter settings. The meter, control solution, and test strips were replaced.